Manufacturer narrative:
This is one of two device reports related to this event. The associated manufacturer report numbers are 1225714-2015-06035 and 1225714-2015-06036.

Event description:
Additional information received noted the patient expired on the same day as experiencing the sudden cardiac event.

Manufacturer narrative:
(B)(4). This is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.